Manufacturer narrative:
Correction: d9 - device available for evaluation - no. Device evaluation: investigation summary: the complaint could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The DHR was reviewed and no nonconformities were found that would have led to the reported complaint.

Manufacturer narrative:
The device is available for evaluation- it has not been received.

Event description:
The event occurred on an unspecified date involving a 12" (30 cm) ext set w/1.2 micron filter, clamp, rotating luer where the customer stated that they had many issues with separations. No further information was provided. There was unknown patient involvement, unknown patient harm and unknown delay in therapy.